Manufacturer narrative:
The fsr replaced the oxygen (o2) sensor and performed release testing. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the central control monitor (ccm) displayed a 'service gas system' message. There was no patient involvement.

Manufacturer narrative:
If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.